Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital due to a backup battery fault alarm. The call was recorded on an answering machine in the hospital. When the hospital tried to call back they got no answer. The hospital contacted the patient's relatives who stated they had found the patient deceased at home with their driveline disconnected from their controller. Controller MFR # 2916596-2023-01977.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event which the account attributed to the patient physically disconnecting their driveline from the system controller. Additionally, evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. The submitted controller event log file contained events from (B)(6) 2023 through (B)(6)2023, per the timestamps. The driveline appeared to be disconnected on (B)(6) 2023 and a subsequent pump stop was captured. This finding is consistent with the reported event that the patient disconnected the driveline from the system controller. The driveline remained disconnected for the remainder of the file. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. (B)(6) was returned assembled with the pump cable intact with green plastic covering the inline connector. The modular cable (investigated under the modular cable investigation) was returned detached from the pump cable at the inline connector. Approximately 12¿ of the sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Incidental finding: evaluation of (B)(6) confirmed extrinsic outflow graft obstruction (eogo). The eogo existed as tissue accumulation within a deformation observed along the exterior of the proximal portion of the outflow graft and appeared to be present during patient support; however, no issues with pump flow were reported or identified in the submitted and extracted log files while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 also cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 5 of the patient handbook also cautions the user not to twist, kink, or sharply bend the driveline. Furthermore, the handbook cautions users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. No further information was provided. The manufacturer is closing the file on this event.